Manufacturer narrative:
Date of event: the aware date was used for the event date.

Event description:
It was reported via social media that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The patient experienced air embolism with the watchman procedure. The patient took iron tablets per their doctors discretion. The patient remained stable.